Event description:
It was reported that there was an alert for high out of range shock impedance value on this right ventricular (rv) lead. Technical services (ts) analyzed lead impedance trending data and advised for continued monitoring on normal schedule. No adverse patient effects were reported. Currently, this lead remains in service.